Manufacturer narrative:
Additional devices implanted and involved in this event: pxl161207/15378586 and plc231400/16579736. UDI numbers for the lots are as follows: lot 15170882: UDI (B)(4). Lot 15378586: UDI (B)(4). Lot 16579736: UDI (B)(4). Concomitant product(s): the patient¿s medications include; albuterol, lipitor, ativan, crotax, spiriva, eliquis, colace, magnesium oxide, miralax, ultram, aspirin, percocet, and ranexa.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported, an additional procedure (unknown) was performed for treatment of the patient¿s critical lower limb ischemia due to chronic peripheral artery disease. According to the report, there were no complications during the implantation procedure, however the patient suffered spinal cord infarction (ischemic stroke) with acute paraplegia while in recovery. The physician stated the exact cause of stroke is reportedly unknown. On (B)(6) 2017, the patient was reported to have expired. The physician attributes the patient¿s death to the spinal cord infarction. The physician stated the endovascular procedure and not the gore devices caused the spinal cord ischemia. An autopsy was not performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia , neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis) and death.